Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the customer received mixed needles with the bd ultra-fine¿ insulin syringe product. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Unable to perform DHR check due to unknown lot number. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.